Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient called their physician's office five days after implant with complaints that the implant incision was opened, red, warm and drainage was present. The patient was seen by their physician who deemed it was not an infection. The incision (skin) was slightly opened, but the underlying tissue was healthy and sealed. The skin was closed with steri-strips and doxycycline was prescribed prophylactically. The device remains implanted and in use. The patient is a participant in the (B)(4) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.